Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). [Relevant medical history: mental health issues, potentially asperger's] it was reported that the patient's battery was depleted significantly to the point that it had to be replaced, this was reported to be early ins battery depletion. It was reported their stimulation was high upon checking them into the hospital. It was reported that potentially due to the patient's mental health issues, they frequently turned it up and changed programs. Their stimulation was up to 7.5 on a c+ -0, -1 configuration. Upon checking the lead intra op, it was found that there were very few motor responses on electrodes 0, 1 and motor on 2, 3. Only electrode 3 was motor at 2 amps. The other responsive electrodes were 1, 2 at 7 amps. The rep thought the patient needed stimulation set higher for it to work properly for them. It was reported that a contributing factor was patient compliance. The device had been previously reprogrammed. The ins was replaced and it was reported that the issue was resolved. No further complications were reported or anticipated.